Manufacturer narrative:
The anchors which were reported to be depuy mitek super quick anchors will not be returned for evaluation and root cause analysis. Product codes and batch numbers were not available; therefore, a batch history review cannot be performed at this time to determine if there were any internal processing issues. Follow-up contact with patient revealed the infection was in the area of the incision site which culture infection. Depuy mitek will continue to track product complaints of this sort. When and if any additional information is received, a follow-up report will be filed. No further action is warranted at this time.

Event description:
A patient contacted the depuy mitek stating that she had two mitek super anchors implanted in her knee in 2008 and had persistent problems with infection.